Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted in a pt's left eye, there was a bleb leak which caused hypotony for a week. The hypotony resolved w/o treatment. During the five week postoperative visit, the surgeon noted that the tip of the shunt was in contact with the cornea, but then approx three months later there was no contact. At seven months after initial implantation, the pt was performing self eyeball massage as a preventative measure against adhesions. The shunt remains implanted. Add'l info was requested.

Manufacturer narrative:
Eval summary: no data regarding product identity was rec'd i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cannot be determined. Add'l info was requested. (B)(4).